Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of a damaged device: ¿the lap-band ap system is for single use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection.¿ "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." Device labeling addresses the reportable event of user error: surgeons planning laparoscopic placement must have extensive advanced laparoscopic experience, i.e., fundoplications as well as previous experience in treating obese patients, and have the staff and commitment to comply with the long-term follow-up requirements of obesity procedures. They should comply with the american society of metabolic and bariatric surgeons (asmbs) and the society of american gastrointestinal endoscopic surgeons (sages) joint ¿guidelines for surgical treatment of morbid obesity¿ and the sages ¿guidelines for framework for post-residency surgical education and training¿. Surgeon participation in a training program authorized by allergan or by an authorized allergan distributor is required prior to use of the lap-band¿ system.

Event description:
Healthcare professional reported "ap band failed whilst attempting to place it. It is suggested part of the buckle broke off during placement rendering it unusable." The surgeon also reported "there was no 15mm trocar available and the damage was caused due to the lapband being forced down a 12mm port."